Manufacturer narrative:
Correction: h4 device manufacture date first reported as feb 28, 2020. The correct manufacturing date is march 23, 2020. Additional information: a record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for femtosecond laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and there was a nasal vertical flap tear not in visual axis on the left (os) eye. Flap tear vertical slither approximately 3.5 mm vertically and 0.5 mm horizontally upon second sweep upward with flap lifter. Inferior portion of flap was still attached. All of flap was lifted, ablation occurred without difficulty, and flap was replaced intact with no overriding edges. A contact lens was placed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient was notified of flap tear at completion of left (os) eye ablation treatment. Patient appreciative of explanation and follow up plan. Patient reported symptoms are not interfering with daily activities. The patient agreed to come in for a postop flap check the next day and again as planned on tuesday, his normally schedule postop. Bcva from (B)(6) 2021. Right eye pre-op 20/20 2.50 x -.50 x 95, left eye pre-op 20/20 1.50 x -.25 x 90.